Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported that there was a 50 percent difference between the cgm and bg meter. The sensor was inserted into the arm on (B)(6) 2019, which is off-label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.